Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer's had high blood glucose and low blood glucose and value 450 mg/dl and 39 mg/dl. The sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s current blood glucose was 101 mg/dl and the sensor glucose was 180 mg/dl. It also reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 73 mg/dl and threshold suspend limit in sensor setting was 80 mg/dl. It was also reported that the customer blood glucose was over 200 mg/dl, 114 mg/dl and blood glucose value at reported event was 104 mg/dl and sensor glucose value at reported event was 125 mg/dl. The customer does not calibrate when her bg was 250 mg/dl or higher and does not calibrate when it's 60 mg/dl or below. The sensor and insulin pump will not be returned for analysis.